Event description:
Loss of osseointegration, periodontal disease, diseased mucous membrane, bone resorption, peri-implantitis, infection, inflammation, mobility. Periimplantitis-infection got into bone around implant. Fixture caused failure.